Event description:
The technician alleged that the bed is not communicating with the nurse call system. No pt impact.

Manufacturer narrative:
The technician found bent prongs on the communication cable. The technician replaced the communication cable to resolve the issue.